Manufacturer narrative:
Additional information received reported the dislocation was first documented on (B)(6) 2019. The explant of the initial intraocular lens (iol) was performed by a different doctor than the implanting surgeon. No additional information was available regarding the explant. There were no injuries during the implant of the initial iol. As a result the following field has been updated: correction: date of event: (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: exact date unknown; however, reported as (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. It was indicated that the device is not available for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's vision became altered when the zxt300 intraocular lens (iol) became decentered and the patient wanted it removed. The patient chose to wait approximately one month before having the lens removed. The physician who performed the explant was different from the one that implanted the iol. The patient was doing fine after the explant. A vitrectomy was required; but it was unknown if an incision enlargement or sutures were required. No additional information was received. Pre-op visual acuity: 20/200. Post-op visual acuity: 20/70 without correction.